Event description:
During an in-clinic follow-up, noise was observed on the right ventricular (rv) and right atrial (ra) lead. No intervention has been performed. The patient was stable and will continue to be monitored.